Manufacturer narrative:
Corrections: g2: report source: distributor was checked off. D3: date received by manufacturer was updated from 15-may-2025 to 08-may-2025.

Manufacturer narrative:
The device history record (DHR) for lot 25a035062 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Photos were provided for evaluation and the reported issue was confirmed. However, the exact root cause could not be determined based on the available information. No actions required at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported shredding and high amounts of lint.